Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . Analysis and findings e-complaint (B)(4). Was the complaint confirmed? No . Manufacturing record review of records for lot m-220607-02 did not reveal any anomalies. Incoming inspection review not applicable. Service history record not applicable . Product receipt date at aegea site for investigation: 3/18/23. Functional evaluation method: probe connected to inspection station equivalent to the handle sub-assembly final inspection workstation (cartridge conduit adapter (tl0264) connected to the fiso iqc hardware (tl0185) and fiso iqc software (tl0186)) to read and record the probe's eeprom data. Complaint was not confirmed. The complaint was not confirmed as it could not be replicated. Alert 180 is triggered if the connection to the hypotube thermocouple is disconnected for more than 1 second. Because the probes performed per specification during the investigation, the likely root cause was the cartridge was not connected firmly to the vapor probe. Reported alert 197, which may have occurred prior to alert 180 on probe #1, is also consistent with a poor connection between the probe and cartridge.

Event description:
Incident details surrounding event "error codes 180 and 197 three to four times. All errors happened at pre-test and no patient involvement. After several attempts for each probe, provider completed minerva instead."

Event description:
Incident details surrounding event "error codes 180 and 197 three to four times. All errors happened at pre-test and no patient involvement. After several attempts for each probe, provider completed minerva instead."

Manufacturer narrative:
The reported condition is currently being investigated.